Event description:
As reported in the literature out of sixteen consumers, twelve consumers were exposure to contact lens care disinfecting solution containing polyquaternium-1. The actual contact lens care disinfecting solutions associated with the event is not known, therefore as per the article unspecified contact lens care disinfecting solutions considered as a suspect product. This complaint refers to one of the consumers out of twelve, who was exposed contact lens care disinfecting solution containing polyquaternium-1 and experienced bilateral dendritiform keratopathy. The consumer had worn dwscls (daily wear soft contact lenses) for 20 years. The consumer was switched from multi-purpose solution to contact lens care solution 4 months before her visit. Two months before her visit, bilateral corneal lesions was noted and was misdiagnosed as herpes simplex keratitis and was treated with topical ganciclovir in both eyes. Contact lens wear was discontinued temporarily. The lesions resolved in the left eye but persisted in the right eye. The consumer reported wearing her contact lenses on occasion during this period. Visual acuity was reported as 20/25 in the right eye and 20/40 in the left eye. Slit-lamp photograph right eye showed a central dendritiform epithelial lesion with mild subepithelial haze. The left eye showed scattered epithelial granular changes. A diagnosis of dendritiform keratopathy associated with polyquaternium-1 was made. The consumer was asked to avoid contact lens wear completely, but she declined as she had high myopia and stated that her spectacles did not provide adequate vision. The consumer continued contact lens wear but changed her contact lenses and lens solution (multi-purpose solution). One month later, slit-lamp photograph showed resolution of dendritiform lesion with change in contact lens solution, but continued contact lens wear. There was no recurrence at the ninth-month follow-up. The current status of the consumer's eye was resolved at the time of this report. No additional information requested due to the unlikelihood of obtaining additional information from literature articles.

Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Literature article: dendritiform keratopathy associated with exposure to polyquarternium-1, a common ophthalmic preservative. (American academy of ophthalmology; 2016, 123(3) : 451-456). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: the lot number was not provided, and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).